Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the device was explanted (B)(6)2018. No further follow-up was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins). It was reported that representative was getting screen #75, poor recharge quality. The ins was charged to 40% and the controller was charged to 50%. The representative had tried moving the charging antenna around the ins with no success. Poor recharge quality, screen 76 was seen. The representative was instructed to position the recharger over the ins and press try again. Instructed representative to get to the ¿trying to recharge¿ screen (screen 50) to locate the best position for the antenna and the highest she could get was 81-82 out of 83. The representative stated she could not find the ins and kept getting poor charge quality. The caller stated she could feel the top edge of the ins. Discussed possibility that the pocket was still swollen since the ins was placed 2 weeks ago. It was reviewed that the pocket may need more healing time or further evaluation of pocket at a later date. No patient symptoms were reported. The indication for implant was unknown. Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the patient was seen again on (B)(6) 2017 by another representative and the device still was unable to be charged. The patient was sent for an x-ray as the device felt ¿tilted.¿ the cause had not yet been determined and the issue was still not resolved at the time of the report. The patient was deciding to have the battery removed and abandon therapy or to have the pocket revised and possible have a new battery. The patient was scheduled to have a surgery on (B)(6) 2018 and would decide at that time what they want to do to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the results of the x-ray were okay. They stated that the patient requested that the device be explanted. The hcp noted that the patient¿s body habitus led to the ins feeling tilted. No further complications were reported or anticipated.